Manufacturer narrative:
The customer replaced the digoxin reagent wedge with the same lot that had been on-board the system for 10 days and recalibrated 5 times. The customer neglected to recalibrate the new pack before running qc and patient samples. Per advia chemistry 2400 (digoxin) instructions for use (IFU) - "siemens recommends calibrating a new reagent pack if the previous reagent pack was calibrated any time during its on-board stability, other than a fresh pack." Minimum calibration stability is 7 days for the advia 2400 system. The issue was resolved once the digoxin reagent pack was calibrated. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia 2400 digoxin results were obtained on two patient samples. The results were reported to the physician(s). Upon retest, the corrected results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant digoxin results.